Event description:
Additional information: it was reported that the cause of the low flow alarms was identified to be dehydration. The patient was to continue to increase fluid intake which lessened the frequency of the alarms. The patient did not receive a follow up computerized tomography (CT) angiography to rule out pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Furthermore, an analysis of the log file provided by the account confirmed low flow alarms. According to the account, the low flow alarms were caused by dehydration. A direct correlation between the device and the reported dehydration could not be conclusively established. The submitted log file contained events from 02jul2023 through 03jul2023 and captured multiple low flow events on both days. No other notable events were observed, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists hypovolemia as a potential late postimplant complication. Multiple sections of the IFU outline indications of thrombus and how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU addresses all pump parameters, including pump flow, and describes situations which may result in a low flow hazard alarm such as changes in patient conditions. This document explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The heartmate ii lvas IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for concern of constant low flow alarms. The patient did not have any correlating symptoms but was recovering from a covid infection. The log files showed low flow events. An echocardiogram was performed that showed a functioning right ventricle and did not exhibit any signs of right ventricular failure. Thrombus was to be ruled out through a computed tomography angiogram.